Event description:
The following was reported to hamilton medical ag: biomed states vent shut off on patient and displayed "fan failure" alarm and tfs 431002, 285002, 444004. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #1 (B)(4). Field updated. The issue occurred during ventilation. The patient was bagged and exchanged to another device. Nevertheless, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a defective circuit board. After replacing the circuit board, the device was found to be functional and was released for use. If the ventilator will trigger the tfs during ventilation it will go into ambient mode. In that state, the issue could potentially impact patient safety since the ambient mode of the device could result in inadequate ventilation support. Therefore, the event is deemed as a reportable event.

Event description:
The following was reported to hamilton medical ag: biomed states vent shut off on patient and displayed "fan failure" alarm and tfs 431002, 285002, 444004. No health consequences or impact.